Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete by not charging the device. Subsequently the customer connected the pump to a power source and it did not immediately come on. During troubleshooting with tandem customer technical support (cts) the customer was instructed to leave the pump charging as the battery was fully depleted. Follow up with the customer confirmed the pump was able to be turned back on. Customer stated their blood glucose (bg) level had elevated to 450 (mg/dl) due to not using the pump. A manual injection was delivered to address bg level. Later that day the customer reported their blood glucose level remained elevated despite beginning to use the pump again however no value was provided. Customer stated they believe it might be related to the pump battery depleting but they were unsure. The customer declined to perform troubleshooting with cts for the elevated bg level. Follow up with the customer the following day confirmed their blood glucose level had returned to their normal range.